Manufacturer narrative:
E1: initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 09-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was failed and was unable to recover storage space. A field service engineer found that the drawer failed to stay closed and checked the back of the drawer and did not find any visible damage to the inseparable latch or other components and reseated and checked all cables, but it did not help and replaced both the inseparable and latch sensors, but the same issue persisted and replaced both the control and module boards but however the station would not update the firmware and the issue continued and checked all cubie trays to ensure no liquid had been spilled, and all were good. Inspected the solenoid and it appeared new and checked the row board cable, and it was good and replaced the retractor band, but the issue remained and installed the new drawer and updated the firmware and also reseated all row board cables to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was not able to recover storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.